Event description:
Related manufacturer reference number: 2017865-2022-22001. It was reported that noise reversions were noted on the ventricular lead and noise was also seen on the atrial lead during a follow-up check. Programming changes were made on the ventricular lead; no intervention performed for the atrial lead. There were no adverse consequences to the patient.